Event description:
It was reported that cartridge alarm 30 occurred during cartridge loading, even though caller waited for prompt before removing used cartridge and had no prior similar alarms with this pump. There was no adverse impact to the customer's blood glucose level. Cts assisted caller with proper cartridge loading technique, caller successfully loaded new cartridge and resumed insulin therapy, and no additional information was available about original cartridge lot.